Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated there were two cut marks found on the inner seal. Right ventricular (rv) pacing and defibrillation therapies were not available. The is4 spring closest to the header entrance port was dislodged from the round connector block. About half of the spring was near the connector block, the remainder was uncoiled to just past the connector block. Analysis of the connector block found tool marks on the inside surface adjacent to the spring housing. On a demonstration device, an is4 lead was repeatedly inserted using significant force from many angles. The spring could not be dislodged from the connector block during this experiment nor could tool marks like those found on the customer device be duplicated. Analysis concluded, it is likely the customer inserted the scapal or some other sharp edged tool into the is4 port damaging the inner seal, and dislodging the spring from the connector housing. With an is4 lead inserted, and the spring uncoiled past the right ventricular ring (rvr) connector block, faults occurred and measurements were affected. All initial allegations were confirmed induced.

Event description:
Boston scientific crm received information, that predischarge, this implantable cardioverter defibrillator (ICD) exhibited decreased sensing and increased threshold measurements. The lead pacing impedance was 341 ohms and the shock impedance was 53 ohms. During deep breathing or coughing slight noise was observed on the ventricular electrogram. The physician elected to revise the lead. The device was explanted, and it was noted the header of the device, with the inserted lead-pin, was full of blood. The physician pulled on the lead, but it was tightened correctly. Measurements were taken with the pacing system analyzer (psa), but the physician was not satisfied with the measurements, so the lead was repositioned. The lead was then connected to the device, and shock impedance measurements of less than 20 ohms were noted. Potential sources of interference were turned off, but the shock impedance was still less than 20 ohms. The physician once again explanted the device, cleaned the lead-pin tip, and noted the lead was tightened correctly. The shock impedance remained at less than 20 ohms. The physician then elected to perform a commanded 1:1 joule shock test, but shortly after pushing the therapy button an error message appeared on the programmer. After removing the lead blood could still be seen at the header tip. The lead insulation was checked, but no obvious defect was noted. The physician elected to replace this device. The associated lead was connected to the new device, measurements were taken, and all were within normal range. Defibrillation threshold (dft) testing was successfully performed. There were no adverse patient effects reported.